Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed fistula in the venous system. A 9x40mm armada 35 balloon catheter was used to successfully dilate the fistula; however, when the balloon catheter was removed from the guide wire it was noted that the tip was missing and the inner member had separated. The guide wire was removed from the patient and the tip was on the guide wire. No resistance was felt when removing the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed. The reported shaft and tip separations were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported separations and subsequent damages appear to be related to circumstances of the procedure. It is likely that during removal the balloon interacted or entangled in the introducer sheath and other device used during the procedure causing the balloon and inner member to stretch untimely resulting in separation. Additional manipulation and/or inadvertent mishandling of the device during retraction from the introducer sheath resulted in the balloon to fold over distally, the inner member stretching and bunching, and the balloon markers to become loose. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.